Manufacturer narrative:
The primus device logbook provided was analyzed for the investigation. According to the information stored in it, the device was switched on at 09:32 on the day of the reported event, (B)(6) 2025. The subsequent self-test, power-on-self-test (post), was successfully completed at 09:37. The case in question was started at 12:41 in man/spont and continued at 12:46 in pressure mode. From 12:46 the device alarmed repeatedly for minute volume low, apnea and fresh gas low or leak. At 13:02 the ventilation monitoring recorded a leakage of 6.6l and at 13:03 a leakage of 3.2l was recorded. The device was switched to standby at 13:06 for almost two minutes before the case was continued in monitoring at 13:07. The device then alarmed repeatedly for o2 supply pressure low. At 13:20 there was a power failure alarm when the device was disconnected from the mains. The case in question was terminated at 13:27 by placing the device in standby. The investigation revealed no evidence of a technical malfunction at the time in question. During ventilation, a massive (external) leak developed with leakage values between 3.2 and 6.6 l/min. This resulted in a - correspondingly alarmed - fresh gas low. In the event of insufficient pressure build-up in the patient system - e.g. Due to a leak - the patient's ventilation and oxygenation may be restricted. The integrated gas monitoring provides the user with a permanent overview of the oxygen, co2 and agas measured values. With regard to the pressure build-up, the device provides visual and acoustic pressure and/or flow-related alarms (minute volume low, pinsp not attained, apnea). In the event of a fresh gas low, the fresh-gas low or leak alarm is also triggered. The device has generated appropriate alarms according to its specification to inform the user of the situation.

Event description:
It was reported that during anesthesia, the message 'no fresh gas' was displayed - the patient was then ventilated manually. According to the staff, the patient required resuscitation as a result of the event. No error message was displayed during a subsequent self-test. The device has no UDI as an UDI was not required at the time the device was manufactured.

Event description:
It was reported that during anesthesia, the message 'no fresh gas' was displayed - the patient was then ventilated manually. According to the staff, the patient required resuscitation as a result of the event. No error message was displayed during a subsequent self-test. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.